Manufacturer narrative:
The reported event of a tear in the balloon was confirmed. Gross morphological examination revealed the amplatzer sizing balloon membrane was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 34 mm amplatzer sizing balloon was selected for use in an atrial septal defect procedure. During measurement of the defect, the balloon failed to inflate, therefore the balloon was removed. Upon removal, a hole was observed in the balloon. A second 24 mm amplatzer sizing balloon was used to complete the implant of the asd device. The asd device performed as intended per the user and the only failure was the sizing balloon did not inflate. The procedure was an additional 30 minutes due to the device not inflating, however the patient experienced no adverse event due to balloon failure or procedure delay.

Event description:
On (B)(6) 2017, a 34 mm amplatzer sizing balloon ii (sbii) was selected for use in an atrial septal defect procedure. During measurement of the defect, the balloon failed to inflate, therefore the balloon was removed. Upon removal, a hole was observed in the balloon. A 24 mm sbii was used to complete the implant of a 32 mm amplatzer septal occluder (aso). The procedure was prolonged an additional 30 minutes due to the event; however, the patient experienced no adverse event.